Event description:
The surgeon reported a strong resistance was observed on inserting the 25 gauge cutter through the cannula. The surgeon changed from a 25 gauge to a 20 gauge and completed the surgery. Additional info received stated part of the cannula (1mm) was missing. When the surgeon found the broken 25 gauge cannula he tried to remove it, but couldn't because it was too small. The pt's eyelids, both lower and upper, were swollen for about one week.

Manufacturer narrative:
No sample will be returned for evaluation. The root cause of the pt event cannot be determined in this investigation.